Event description:
Report indicates that pt developed multiple symptoms - peripheral edema, distention of the abdomen, and constipation which necessitated explant of the pump. Pump was turned off for 2 months and pt was maintained on oral meds before explant. Health care professional explained that pt developed severe peripheral edema caused by the morphine sulfate which was used in the pump. The edema was not responsive to therapy. Pt refused other options offered by the physician and chose to have pump explanted.